Manufacturer narrative:
Additional information: interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, the physician decided to prophylactic explant the device following the advisory for premature battery depletion with implantable cardioverter defibrillator. There was no eri alert or allegation of premature battery depletion. The patient was stable after the procedure.